Event description:
On (B) (6) 2010, a patient contacted our firm via email reporting discomfort "crusties, dryness and redness" while wearing 1-day acuvue trueye trial contact lenses (cl). The patient was in acuvue oasys cl lenses prior to being trial fit in 1-day acuvue trueye lenses. The patient did not open revenue 1-day acuvue trueye product that he/she purchased and wanted to exchange for acuvue oasys brand lenses. This report submitted to report the event od; os reported in #1033553-2010-00022. On 03/03/2010, the patient responded to our firm's request for additional information and stated that he/she reported the ocular event to the place of purchase and was referred to his/her eye care professional (ecp). The patient was seen by a primary care physician (pcp). The patient reported having been treated with ciprofloxacin 0.3% for 7 days and was currently wearing glasses. On 03/04/2010, the patient's pcp reported that the patient was seen on (B) (6) 2010 and diagnosed with bilateral "conjunctivitis, keratitis possibly due to pseudomonas". No cultures were done. The pcp's office also confirmed that the patient was treated with ciloxan drops and instructed to discontinue cl wear. The patient was referred to an ecp. On 03/29/2010, our firm spoke with the treating ecp's office who reported that the patient was seen on (B) (6) 2010 and diagnosed with keratoconjunctivitis. He/she was instructed to use tobradex drops qid and artificial tears. On (B) (6) 2010, sle revealed keratoconjunctivitis was resolved. The patient was instructed to taper tobradex drops, continue artificial tears, and remain out of lenses for 2 weeks.

Manufacturer narrative:
One sealed blister was returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness and diameter. No other visual attributes were observed. There was not enough solution to test ph and conductivity. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information is expected. MDR reportable events are reviewed in quarterly management review meetings.